Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually. The cycler set was not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually. The cycler set was not available to return.

Manufacturer narrative:
Correction: e.3., g.2.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually. The cycler set was not available to return.

Manufacturer narrative:
Correction: a.4.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually. The cycler set was not available to return.